Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, at 10 minutes into the procedure, the compression balloon "popped". The operator paused the treatment, removed the catheter, and replaced the catheter only. The case was completed with no complications to the patient. The patient's condition was reported as "fine". Note: the event, as reported, did not reflect an MDR- reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of anchoring balloon rupture. The MDR is based upon the evaluation results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation catheter, was returned and was visually inspected. A vertical tear was observed along the length of the anchoring balloon. There was no other apparent visible imperfections or damage. Functional testing of the catheter confirmed the vertical tear. While filling the compression balloon, water began leaking from the tear in the anchoring balloon, indicating crosstalk. Further analysis revealed pitting on the catheter shaft in the area of the anchoring balloon weld collar. Several pits breached circulating water lumen walls allowing circulating water to leak between the anchoring balloon weld collar and catheter shaft resulting in a failed anchoring balloon bond. The water leaked into the anchoring balloon causing it to over-expand and eventually fail. The most likely cause for this failure is supplier manufacturing.